Event description:
The dental implant fx5010swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 8 days after implantation. The patient has history of diabetes. The patient required bone augmentation for the operation. The patient has recovered without complications.